Event description:
A customer contacted global technical service (gts) regarding a check lines and bags alarm during refilling the heater while the home patient (hp) was connected. The registered nurse (rn) then indicated that the heater bag was empty and she disconnected the bag and reconnected another bag. The rn indicated she pressed stop because she saw air in the line. The technical service representative (tsr) attempted to confirm multiple times where the air was. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. There were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr explained when she disconnected a bag and reconnected a new bag, she compromised the set up and risked an infection in the home patient (hp). The tsr explained to the rn when the heater bag was empty that the other bags refill it. The rn stated that she doesn't work on the homechoice (hc) and was not a dialysis rn and did not know. The tsr helped to end therapy. The rn was to call the peritoneal dialysis registered nurse (pdrn) for help. The tsr advised the rn to dispose of current supplies and start over with all new supplies. The homechoice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.